Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable at the distal end of the mega needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that there was an indentation at the edge of the distal pulley and the distal end of the main tube has various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the pulley and main tube were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.